Event description:
Technician alleged that the brakes would set, but would ratchet. No pt impact.

Manufacturer narrative:
The tech replaced the brake casters, butterfly pedal, foot pads and sleeve to resolve the issue.